Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical/neck reported via the manufacturer's representative (rep) their system was implanted in 2008 which was a nightmare to get through all of their scar tissue. Following implant they were unable to get the system to work when they got out of the operating room. Two days later they went back to the operating room to determine what the issue was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.